Event description:
It was reported that a loss of therapeutic effect occurred. An increase in neck pain and a decrease in efficacy of the device were noted. The patient also got exacerbation of her coccydynia when the device was on. An x-ray was done on (B)(6) 2011 and no lead migration occurred. An intervention occurred on (B)(6) 2011 and the leads and extensions were replaced. The patient resolved without sequelae.

Manufacturer narrative:
(B)(4).